Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to ((B)(4)). Complaint received as follows: customer complaint # (B)(4); complaint issue: non-deflation in use. No harm or injury to pt. Removed by laser surgery. Complaint description: this (B)(6) boy underwent the oral surgery. The removal of foley failed after the surgery. The medical staff tried to cuff the shaft into pieces but still could not remove the foley. Then they consulted the urosurgeon to use the guidewire but it still failed to remove it. At last the pt's family self-paid the laser surgery to have the balloon ruptured. The compensation for the self-paid consultation and laser surgery was requested. The pretesting was not performed.

Manufacturer narrative:
The event is deemed serious as it required a surgical intervention to puncture a foley balloon in order to remove it from a (B)(6) child's bladder, which if not removed, could have resulted in serious harm. The child had the urinary catheter inserted during an oral surgery procedure. After the procedure, the balloon would not deflate by withdrawal of fluid. Deflation with guide wire also failed and the urologist had to deflate the balloon with use of a laser. The child remained under anesthesia in the operating room during the laser procedure. From a clinical perspective, a causal relationship between the catheter and this event is deemed related because other attempts to remove it failed and it would only come out with the use of the laser. Reported to the FDA on (B)(4) 2013.